Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide catheter broke at the hinge. The target lesion was located in a non-tortuous and non-calcified left ventricular artery. During coronary angiography, the physician chose to use an impulse guide catheter 110cm. The physician then noticed that the impulse guide catheter 110cm was broken at the hinge but was not completely separated. They completed the procedure with a different device. No patient complications were reported.